Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 479 mg/dl. Reportedly, the customer was nauseous and vomited. Additionally, the customer had unspecified amount of ketone levels. Customer administered a manual insulin injection prior to going to the ER. Customer was treated with intravenous fluids of saline, zofran and pepcid to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer had stage 3 kidney disease and the elevated bg level further strained kidneys. During troubleshooting with tandem technical support, it was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.